Event description:
The customer reported a speaker malfunction on an x2. No pt harm was reported.

Manufacturer narrative:
(B)(4) the customer reported a speaker malfunction on an x2. No pt harm was reported. According to the available information, the speaker malfunction was confirmed to be with no sound, and that the fault had been diagnosed as a faulty speaker (part number 453564238621 mx_x2 assy cbl x2/mp2 speaker assembly was given to the customer). In the presence of life threatening events when no sound is available from the monitor, possible serious injury and/or death can occur. However, a visual message "speaker malfunction: is available of the monitors' display screen should a speaker malfunction be detected. According to the instructions for use manual (IFU) should a speaker malfunction be displayed, it is suggested that you contact your service personnel to check the speaker and the connection to the speaker. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.